Event description:
An optometrist reported a case of bilateral light sensitivity, observed at three weeks post lasik treatment. Reporter indicated topical steroid eye drop dosage was increased. Patient noted light felt like it was burning eyes and both eyes were sensitive to light, also was tearing a lot, but vision not affected. Upon follow up, reporter indicated that trace corneal edema was observed in both eyes post operative. Upon additional follow up, reporter indicated the patient issue was resolved. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).